Event description:
It was reported that this lead was capped due to advisory and recall. This lead is no longer in service. No additional adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).